Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low and the insulin pump went into threshold suspend. Customer stated that the sensor was reading 69 and 67 mg/dl but her blood glucose was 120 and 122 mg/dl. Customer received a bad sensor alert after a second consecutive calibration error. Customer removed the sensor and it was bent. Current blood glucose is 144 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.